Event description:
The customer reported that the defibrillator failed to discharge, and the pt expired.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. The complaint is still under investigation. A follow up report will be submitted after philips obtains more info concerning this event.